Event description:
A customer from (B)(6) notified biomérieux of obtaining a (B)(6) screen result when testing (B)(6) with the vitek® 2 ast-p649 test kit (ref. 420858, lot 7490781203) and software (B)(6). The initial test obtained (B)(6). Repeat testing with the ast-p649 card was (B)(6). Cefoxitin disc testing was negative as well. The customer reported that there was no patient harm or incorrect treatment due to the discrepant result. The customer stated there was no delay due to the discrepant result. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed for a false positive cefoxitin screen result when testing staphylococcus aureus with the vitek® 2 ast-p649 test kit (ref. 420858, lot 7490781203) and software v8.01. The customer did not submit the stain or raw data for analysis. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. A review of the customer's submitted data revealed very little growth in the replicate that generated the positive oxsf result (extremely close to calling this replicate negative) and no growth in the replicate that generated the negative oxsf result. Vitek 2 ast-p649 lot #7490781203 met final qc release criteria. This lot passed qc performance testing.